Event description:
The customer reported that there is zipper damage to the side panel, the teeth do not align. No patient injury reported.

Manufacturer narrative:
(B)(4). Zipper teeth not aligning. Evaluation results - evaluation of the returned product found that panel side a zipper slider body is open. (B)(4).